Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Subsequently, the patient experienced a fall and landed on the leg approximately 10 months post op. The patient still had pain at 1 year, and the hip was aspirated but was dry. Patient reported feeling better by 1.5 year follow up. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D6a: implanted on an unknown date in 2021 d10: alteon ha collared stem size: 6 alteon cup, cluster-hole 52mm alteon neutral liner biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b. The reason for the aspiration reported was likely due to the reported patient fall. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.